Event description:
The end user states that the wheel failed on his device when he put it into the back of his van. The end user states it was the front right wheel bolt had broken at the nut on the fork. The end user states that when the wheel was replaced the dealer had to adjust the brakes for him as well.